Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged cable was confirmed. The sherlock sensor usb cable has a twist in the usb cable jacket above the sherlock sensor strain relief and a bulge below that with a visibly exposed wire. The sherlock sensor does not function when connected to a test fixture display. The root cause of the reported failure was identified as a material failure of the usb cable due to device use.

Event description:
It was reported damaged cable. 18 feb 2026 evaluation found visibly exposed wire in damaged cable.